Event description:
It was reported that balloon rupture occurred. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 16 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with aa different device. There were no patient complications reported and the patient status was good.